Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced air in the patient line of a homechoice cassette without an alarm. The patient was connected in fill one of five. The patient stated that they could see air in the line. There was nothing found during troubleshooting that would cause or contribute to the alarm. The technical service representative assisted with ending therapy and advised the patient to start over with all new supplies. The technical service representative reviewed proper procedures with the customer. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.